Event description:
A physician contacted technical solutions to report a patient with an underinfusion volume discrepancy. The expected volume was 6ml and the actual aspirated volume was 20ml. Physician reported that the patient did not have any pump errors when they were last inquired. They also reported that the patient had fallen since the time of their last refill. The patient reported a complete lack of therapy. Follow up information was provided by the clinical specialist (cs) that confirmed that a cap study was performed and the physician was unable to aspirate. The physician planned on draining the pump reservoir and leaving it idle.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of all final testing performed by/on the catheter revision kit, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined. Clinical specialist (cs) stated that the physician did not indicate that the patient's fall was related to the issues that they were seeing with their pump therapy. If additional information becomes available, a supplemental MDR will be sent. (B)(4).